Event description:
It was reported that a malfunction occurred on the pump, specifically identified by the code malf 12. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with this task, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, and they acknowledged this guidance.